Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to the unresponsive keypad. The insulin pump had no act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).